Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the voyager nc instructions for use, is a known adverse event associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The graftmaster is being reported under a separate medwatch report number.

Event description:
It was reported that during a stenting procedure in the left anterior descending artery (lad), after post dilatation with a 3.5 x 12 voyager nc balloon, a perforation occurred that required treatment with graftmaster stent. The 3.5 x 12 graftmaster stent did not cross the tortuous and calcified lesion. Therefore, the patient was taken to surgery for coronary artery bypass of the lad to treat the perforation. Though requested, there was no additional information provided.